Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the customer received with unexpected restart alarm. Customer¿s current blood glucose was 128 mg/dl. The insulin pump will not be returned for analysis. Customer also got battery out limit alert. Customer states the pump alarmed during normal use. Customer stated that, a temperature basal was not programmed before the unexpected restart alarm occurred. Customer stated that, the pump was not stored or not in use for an extended period of time. Alarm occurred shortly after inserting a new battery. The insulin pump will not be returned for analysis.